Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that two plastic cable slides of the winch are broken and screw of slides had broken inside the metal base. However, no resolution is available at this time. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure for a lumbar disc herniation, the gantry door of the imaging system could not be opened from pendant or mechanically. The procedure was completed without the use of imaging. There was a delay of 1 hour or longer. No impact on patient outcome.